Event description:
International affiliate reports the pt experienced pain one month after the device was implanted. Post-op x-rays revealed that the monarch domed nut had loosened. The device remains in the pt.

Manufacturer narrative:
The company has been advised that the device remains implanted in the pt. Review of the device history record cannot be performed as the lot# is unk. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is tightened properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.